Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, clicking sound was noted by patient. X-ray showed broken s1 screw bilaterally. Screw was ex-planted partially as its thread was buried in sacral so was not removed. The product came in contact with the patient. No patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: the bone screw has broken approximately 1 thread down from the neck of the bone screw head. There is extensive post-fracture damage to the face of the fracture surface. The smearing has covered almost 100% of the cross-sectional surface not allowing a root cause to be identified. If information is provided in the future, a supplemental report will be issued.